Event description:
The customer reported that the autopulse platform (B)(4) displayed an "overheat" error message. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (B)(4) displayed an "overheat" error message." Based on the archive data review, the customer reported "overheat" error message was found to be fault 41 (patient temperature sensor failure). The observed fault 41 in the archive was not reproduced during the functional testing. However, an intermittent failure of the temperature sensor could be the possible root cause of fault 41, likely attributed to the age of the device. The autopulse platform was manufactured in 2014 and is eight years old, past the expected serviceable life of five years. Upon visual inspection, no physical damage was noted. Upon further inspection, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, usually caused by sharp edges from all 12-hex edges of the armature plate or burrs on the clutch rotor's surface, likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. The archive data indicated that the autopulse platform was last powered on and used in (B)(6) 2022. There was multiple fault 41 recorded between (B)(6) 2022. The patient contact surface temperature sensor is outside of the normal range of 45°c during the power-on-self-test or during take-up and the temperature sensor reading during the reported deployment is at 127 degrees c. Based on the archive, the autopulse platform was not powered on and used after (B)(6) 2022. The autopulse platform passed the initial functional test without any fault or error. The temperature sensors and their cable connections to the pdb board were inspected and found no issues. The fan blower was checked, providing cooling for the drive train and other major heat-producing assemblies as intended. The temperature sensor resistance was measured, and no issue was noted. The platform was tested with the large resuscitation test fixture (lrtf) equivalent to 280 lbs. With good known test batteries until discharged without fault or error. The fault 41 could not be reproduced. Nevertheless, the temperature sensor cabling was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(4).